Event description:
A discordant chloride (cl) result was obtained on an advia 1800. The discordant chloride result was reported to the healthcare provider(s). The healthcare provider questioned the result. The sample was retested. There were no reports of adverse health consequences or known patient intervention due to the discordant chloride result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse replaced the chloride electrode, performed precision and calibration. The customer then ran qc (quality controls). The instrument is performing within specifications. No further evaluation of the device is required.